Event description:
It was reported an issue with the tslimx2 pump, receiving a notification that the battery was at 10% despite charging it for an hour, which initially still showed 10%. Customer later received a notification indicating insufficient power supply for the pump, but upon checking again, the pump showed 100% battery. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.